Event description:
Olympus received a medwatch report which stated" in the process of using x long sonosurg handpiece, the surgeon said it was not working properly. He removed the handpiece from the patient during the or procedure and examined the end of the working element. The gold portion of the working element broke off outside of the patient and was retrieved from the floor. The broken piece was examined and the two pieces were compared to another sonosurg handpiece. They were the same length. The technologist from endoscopy picked up the case and the pieces of the sonosurg from the operating room." Olympus followed up with the user facility to obtain additional information and was informed that the procedure was completed with a different similar device. There was no patient injury. The patient was discharged home the next day.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information or if the device is returned this report will be supplemented accordingly. However this type of damage is likely due to operator's technique. The instruction manual warns users: "do not activate output when nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section and/or the probe or cause them to fall off."